Manufacturer narrative:
The device was completed. Analysis could not confirm the reported event of device getting hot. The device was not working upon arrival. Pre-repair temperature testing could not be performed. Evaluation found that the motor seized and the bearings were corroded. The cable, motor assembly, bearings and seals were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the device gets hot and does not spin. Another handpiece was used to complete the procedure. There was no patient impact.